Event description:
It was reported that a uv flash prep kit separated from its transfer set during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The prep kit was returned and analyzed. No abnormalities were identified during visual inspection. The dimensions of the device all measured within specification limitations. The device was attached to a test transfer set and passed an underwater leak test. The problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.